Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received two non-lifevest defibrillations. The device was started up at 13:51:31 on (B)(6) 2022. From 17:34:51 to 17:35:59, an arrhythmia was detected two times. ECG shows vf with CPR/motion artifact. The device properly detected vf. However, intermittent CPR/motion artifact prevented the lifevest from treating the patient. At 17:35:59, the patient received the first non-lifevest defibrillation. Rhythm at time of treatment was vf with intermittent CPR. Post shock rhythm was vt @ 100 bpm with asynchronous pacemaker artifact @ 90 bpm. At 17:38:05, an arrhythmia was detected. ECG shows vf with pacemaker spikes. The device properly detected vf. However, intermittent CPR/motion artifact prevented the lifevest from treating the patient. At 17:38:41, the patient received the second non-lifevest defibrillation. Rhythm at time of treatment was vf with pacemaker spikes. Post shock rhythm was vt @ 100 bpm with asynchronous pacing @ 110 bpm. The device was shut down at 17:45:18 on (B)(6) 2022. The patient passed away on (B)(6) 2022.

Event description:
The monitor was returned for investigation into a non-reportable patient death and failed incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received two non-lifevest defibrillations. The device was started up at 13:51:31 on 4/24/2022. From 17:34:51 to 17:35:59, an arrhythmia was detected two times. ECG shows vf with CPR/motion artifact. The device properly detected vf. However, intermittent CPR/motion artifact prevented the lifevest from treating the patient. At 17:35:59, the patient received the first non-lifevest defibrillation. Rhythm at time of treatment was vf with intermittent CPR. Post shock rhythm was vt @ 100 bpm with asynchronous pacemaker artifact @ 90 bpm. At 17:38:05, an arrhythmia was detected. ECG shows vf with pacemaker spikes. The device properly detected vf. However, intermittent CPR/motion artifact prevented the lifevest from treating the patient. At 17:38:41, the patient received the second non-lifevest defibrillation. Rhythm at time of treatment was vf with pacemaker spikes. Post shock rhythm was vt @ 100 bpm with asynchronous pacing @ 110 bpm. The device was shut down at 17:45:18 on 4/24/2022. The patient passed away on (B)(6) 2022.

Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. Device evaluation of monitor has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The open r781 resistor is consistent with the patient receiving an external defibrillation while wearing the lifevest. There is no indication that the device malfunction contributed to the patient's passing.